Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0mu7y, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0wsew, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had a loss of efficacy. The troubleshooting performed was fluoroscopy. The intervention taken to resolve the issue was that the lead was explanted on (B)(6) 2015 and a new lead was placed on the opposite side. The lead would not be returned as the customer discarded of it. The issue was resolved and the patient was alive with no injury. The indication for use for this patient was gastrointestinal/pelvic floor.